Manufacturer narrative:
The device is expected to be returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during a procedure, the visera elite ii video system center was getting poor light and the white balance was not working. There was an error (white/balance lamp error) displayed on the screen. The procedure was completed with a similar device after a delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and the reported issue was not confirmed. The complete evaluations findings are as follows: white-balance and led were both functioning correctly. All led passed the test. The unit was tested, and no problems were found. All tests passed according to the OEM service manuals. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the device passed all tests, and no abnormalities were identified. Therefore, the root cause of the reported event could not be identified. This supplemental report includes a correction to e2 from the initial medwatch. Fields d9 and h3 have been updated. Also, additional information has been added to h4. Olympus will continue to monitor field performance for this device.